Event description:
The following has been reported: biomed reported: service needed error. Patient harm: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for air compressor failures. Device displayed a red pump alarm after powering on. Log files were reviewed and found multiple air compressor failures. The device was opened to inspect for internal damage and perform testing on the pneumatic assembly. Damage was identified on one of the screw mounts of the device carrying handle. Tests were run on the pneumatic system. The system failed during the recharge test, indicating a faulty compressor. The installed compressor was swapped out with a new compressor to confirm the compressor is the main issue and no other pneumatic issues were present. The pneumatic system was able to pass testing without failure. The original compressor was inserted back into the device and a new one will be installed during repairs.